Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s generator changeout procedure the right ventricular (rv) lead demonstrated oversensing and noise after being connected to the new generator. In addition, pacing pauses were noted in the programmed pacing mode. The pacing mode was reprogrammed due to the patient dependency and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.